Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
The lead was subsequently explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558 lead, implanted: (B)(6) 2011; dtbb1d1 crt-d, implanted: (B)(6) 2014. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead was unable to capture in any polarity configuration and was reported to have dislodged. The lead was programmed off. A lead revision versus keeping the lead programmed off will be decided at a future date. No patient complications have been reported as a result of this event.